Event description:
The clinician reports that the day the implant was placed in ada 19, failure occurred upon insertion. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.